Event description:
On (B)(6) 2013, customer states via phone that during an unk pt procedure the fluoro failed with an error 17-generator not communicating. No pt details were available. Staff was able to complete the procedure by moving the pt to another room. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.